Event description:
On (B)(6) 2025, it was reported that a beta bionics ilet user was unable to wake the device display. The device was vibrating and producing audible alerts, but the touchscreen remained unresponsive. The user was provided a replacement ilet. No medical intervention was required.

Manufacturer narrative:
At the time of this report the ilet evaluation is still in progress. A follow-up report will be submitted when investigation is completed.